Event description:
Rep reported that the spring popped out of the device into the pt. A c-arm was brought in to locate the spring. Which was located quickly. There was no pt injury and no delay in surgery.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filled.